Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A getinge field service engineer spoke with the customer (biomed) and he was able to orient the paper into the printer correctly and the device started printing properly. The customer verified operation of the printer over the phone. The issue was not reproducible. H3 other text: evaluation not requested by complainant.

Event description:
It was reported that during use the customer could not get the cardiosave intra-aortic balloon pump (iabp) printer to print. The paper would feed but not print. The customer tried all known techniques to resolve the issue without any success. No patient harm/injury.